Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited high threshold. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.